Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during removal of insertion handle, it is very difficult to remove to the point where a surgeon nearly had to extract the nail and start the procedure again. There is an excessive amount of force needed to remove and high levels of squeaking when removing. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date reported, but actual alert date is unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.